Event description:
Customer reported that she experienced ongoing low blood sugars incident and was hospitalized. Blood glucose value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.